Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
Boston scientific received information that this pacemaker battery had depleted faster than expected. Moreover, engineering analysis was performed in which result showed that the pacemaker was depleting at an accelerated rate. The power consumption has been increasing slowly but steadily over the past year. This pattern of power increase is consistent with the degradation of an internal hardware component. Further, this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that this pacemaker battery had depleted faster than expected. Moreover, engineering analysis was performed in which result showed that the pacemaker was depleting at an accelerated rate. The power consumption has been increasing slowly but steadily over the past year. This pattern of power increase is consistent with the degradation of an internal hardware component. Further, this pacemaker was explanted. No additional adverse patient effects were reported.